Event description:
While assisting pt to reposition in bed, the nurse observed the pt's gown sleeve was wet with IV solution. Investigation revealed that the IV catheter had separated from the permanent hub extension.